Event description:
A report was received that a pt's leads were explanted due to an infection. The physician prescribed antibiotics and believes the infection was procedure related. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
Explanted leads were not returned to bsn as they were discarded by the medical facility.